Manufacturer narrative:
The product information (d4) was not provided. It is not possible to determine the manufacture date (h4) without the product information.

Event description:
The customer received a blood glucose reading on the contour next that was 100mg/dl different than the reading on her doctor's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. A new meter was sent to the customer.